Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The claimed issue was related to pressure transducer test failure during pre-use check (puc). There was no patient involvement. The issue was reportable due to the fact that it may lead to high pressure.based on provided information, the problem was related to pressure transducer printed circuit boards (pcbs). Further received information indicated that the issue was related also to expiratory channel board. However, the hospital decided not to repair the device. The equipment has been delivered unrepaired to the hospital. Identification of issue has been done by analyzing problem description and service report. The exact root cause of the failure cannot be established.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. Identification of issue has been done by analyzing problem description. According to the information provided, the pressure transducer printed circuit boards (pcbs) were detected as faulty. Defective pressure transducer printed circuit boards (pcbs) may lead to high pressure. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).